Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number and additional information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Litigation alleges that the patient suffered injury and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 3 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 4 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Additional info: d6. **update** 1/23/13 - asr/supplemental information received. Doi updated per invoice. There is no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 5/7/2015- medical records received. Medical records were received on 12/2/2013 with the alert date of 1/23/2013. These records were reviewed for MDR reportability on 5/7/2015. After review of the records for MDR reportability, the revision operative note indicated the patient fell and experienced pain. The pain had a malpositioned cup and acetabular fracture. The stem was repositioned (but wasn't revised). There was not mention of malpositioning. No labs were provided for the alleged high metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated information: f10. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, a4, b5, b7, f10, h4, h10. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. UDI:(B)(4).

Event description:
Update 11/23/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported headaches and decreased mobility. Medical records and revision surgical report noted femoral component subluxed laterally, acetabular cup rotated medially and near vertical also subsidence and fixation failure, ossification and patient had a fall while sleepwalking. The taper sleeve is being added for the alleged high metal ions (no labs provided). The complaint was updated on: dec 9, 2015.

Event description:
(B)(6) 2012 - patient fact sheet was received, which identified part/lot information, date of revision. Per op notes: displaced acetabular component with a small fracture in the posterior wall (bone), patient had a fall. The complaint and associated mdrs were updated. The complaint and been re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 8 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.